Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a "tiny white" object inside of the tubing. There was no impact to the customer's blood glucose level. Reportedly, the customer believes that it may be part of the cartridge septum.